Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that "the monitor does not record and the alarms do not ring". The device was used for monitoring at the time of the alleged malfunction. No patient harm was reported.